Manufacturer narrative:
No product was returned for evaluation.

Event description:
Coopervision was made aware of a complaint. It is reported that the patient went for a scheduled annual check-up and that the patient experienced a foreign body feeling during the last month that escalated in the left eye the last few days. The patient sleeps with the lenses but removes them twice a month to properly clean. No pain, photophobia are reported. During the exam under microscope, a wound (scar) measuring 1mm is discovered on left cornea at 1 o'clock. Also reported is an injected limbus that is colored when using fluorescein. No lot information was provided and the lenses were discarded. The patient was prescribed lens rest, and will be examined again in 24hrs. Patient advised to seek acute medical care if it gets painful or vision is decreased. Attempts to follow up were made with no reply to date.